Manufacturer narrative:
Bci field service engineer (fse) returned to the site on the same day and found that components on power supply monitor board were burned / melted. On (B)(4) 2011, fse replaced burned power supply monitor printed circuit board, power supply, signal cable j5 and vacuum input solenoid. A clear root cause is unknown. Per labeling, beckman is compliant with the following standards for the lh 750: (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) to report that shortly after a bci field service engineer (fse) left the facility, the lh750 slidemaker rebooted itself and the operator smelled and saw smoke. The unit was powered off until the fse could return. There were no flames observed. The fire department was not called and no one sought medical attention.